Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a right ventricular lead revision due loss of capture on the lead. Upon initiation of the procedure, the helix was found to stuck in the extended position and was unable to be retracted. The right ventricular lead was capped and a new lead was implanted on (B)(6) 2021. The patient was stable throughout the procedure.